Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced persistent hyperglycemia while using the ilet, noted by a highest blood glucose of 328 mg/dl and increased insulin consumption; the user associated high glucose with pain from diabetic thoracic neuropathy, and supplies were changed and the system reconnected during the call. Symptoms included hyperglycemia and dry mouth. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no findings available, with insufficient information regarding a specific device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.